Event description:
(B)(4). I had the essure procedure completed (B)(6) 2015. The following day I woke with significant pain and could not sit up right. After taking pain medication, the pain subsided. Everything was fine until I went for the fluoroscopy (B)(6) 2015 where they found that the coil in my right fallopian tube was "fractured." It was clear to the untrained eye that it was broken and in two pieces. Otherwise, I'm a healthy (B)(6) year old woman with three kids. Average height, weight, regularly exercise and eat well. My gyn stated that this is all fine and the scar tissue will grow around it, keeping it in place. I don't believe this and I'm trying to figure out where to go from here.

Event description:
(B)(4) on (B)(6) 2016, less than 7 months after having essure implanted, I had a total hysterectomy removing both fallopian tubes, uterus and cervix. During the surgery, it was learned that the fractured coil had perforated the right tube. According to bayer and my implanting doctor, this wouldn't happen because the scar tissue would hold it in place. Of course they would say this. I'm forever grateful I advocated for myself, found a great doctor who listened to me and had this product removed.